Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, externalized conductors were observed on the right ventricular lead. No electrical anomalies were noted. The lead was explanted and replaced. The patient was noted to be stable and in good condition following the procedure.